Event description:
It was reported that a tracheobronchial stent graft, used in a forearm fistula, allegedly fractured and perforated the vein. The physician reportedly could not stop the bleeding and discovered the perforation. The patient was taken to surgery to have the vein removed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint sample has been received at the manufacturing site and is currently being evaluated. Based on the information known at this time, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU (instructions for use) supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.